Event description:
It was reported that pump declared cartridge change error while customer was using device. There was no adverse impact to the customer's blood glucose level. Customer self-troubleshot issue, successfully loaded cartridge, and resumed insulin without further assistance, and no additional actions were reported.